Manufacturer narrative:
Block a2: (date of birth) the patient date of birth was in (B)(6) 1953. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the teeth were damaged, and the slack was taken up and the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be loosened. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
A2: (date of birth): the patient date of birth was in (B)(6) 1953. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be loosened. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.